Event description:
It was reported that when the asymptomatic patient presented to the operating room during device change out due to a normal eri, externalized conductors were observed via diagnostic imaging. No electrical anomalies were detected. The lead was capped and replaced.